Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A photo of the ballooned segment was received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that a pump was alarming for occlusion patient side, and a ballooning was found at the pump segment during trouble-shooting. Ampicillin had been given about 10 minutes before the pump started alarming. The nurse stated, "the line was clamped, and the port where we draw back fluid was flushed and then tubing was disconnected from the line and the line was flushed and the alarm continued." There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.